Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Explanted ring was reported to have been discarded following the procedure, therefore no product evaluation will be performed. We will submit a follow up report when/if additional information becomes available.

Event description:
It was reported by the physician that, when she performed a laparoscopic scope on a patient for an umbilical hernia, she saw that the ring was broken from a previous implant. She reported, she was able to remove the ring and that she was just calling to report a ring breakage. No injury was mentioned. Per physician, patient was complaining of sharp pain but she actually did the scope because of an umbilical hernia.